Manufacturer narrative:
It was reported that the ventilator generated alarm indicating an inadequate pressure. It was confirmed that the breathing tube leaked. Identification of issue has been done by analyzing problem description. According to the information provided by the technician, the issue was resolved by replacing patient circuit by third-party. The issue was decided to be reported as the leakage during connection to the patient may lead to insufficient ventilation. There was no patient harm. Unfortunately, neither the device's logs nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined. H3 other text : 4112.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated alarm indicating an inadequate pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).